Event description:
Healthcare professional reported through clinical study follow-up that the valve was explanted approximately 72 months post implant due to subacute bacterial endocarditis. The valve was replaced with a hancock 2 model t505, serial# a20599-25. This is the same pt as report# 2025587-1997-00059.